Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00585. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott a patient had high impedances resulting in a partial loss of therapy. The patient underwent a revision where both leads were replaced. Two extensions were also explanted. There ere no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.